Event description:
It was reported that the right ventricular [rv] and atrial leads dislodged after implant. During the rv and atrial lead revision, it was discovered that the continuity of the conductors was bad. Both the rv and atrial leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.